Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Device was displaying e4 occlusion. Customer's blood glucose rose to 30 mmol/l, was taken to, treated at the emergency room of the hospital for two hours. A request was made for the return of the device.